Event description:
It was reported that a patient that had been implanted with a spinal cord stimulation (scs) system for phantom pain in their amputated right arm, had suddenly woken up at 3am on the morning of report with shooting pain. It was stated that "it was working fine til three o'clock this morning then bang." The patient was moaning and sounded as if they were in pain during the report. The patient's programmer was working, but none of the programs he had were helpful for the pain. The patient's therapy was not working as expected, and a loss of therapeutic effect was noted. No intervention or patient outcome was reported. Follow-up attempts have been made to obtain this information, a follow-up report will be sent if additional information is received.

Manufacturer narrative:
Product ID: 37744, serial# (B)(4), product type: programmer. Patient product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3550-39, lot# n318291, implanted: (B)(6) 2012, product type: accessory. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The company representative met with the patient on (B)(6) and reprogramming was performed. Impedances were checked and were all normal. The patient was going to reach out if he needed anything further, and/or make an appointment with his physician. The company representative has not heard from him or the physician¿s office about any appointments or further needs.